Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery, pre-dilatation was performed. A 7.0 x 100 mm absolute pro vascular self-expanding stent system (sess) was inserted into a 6 fr sheath and advanced without resistance to the lesion the absolute pro stent was deployed with no issues. During removal of the device, some resistance was noted and the distal inner sheath [distal sheath] tore off [separated] inside the patient and was free floating in the vessel. A snare device was used to retrieve the separated fragment from the patient's anatomy. Patient received anticoagulant medication. There was no adverse patient sequela and no clinically significant delay in the procedure. The procedure was completed successfully and the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the distal sheath separation was able to be confirmed. The resistance during removal was not tested due to the condition of the returned device. Based on a visual inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported resistance during removal, separation and additional non-surgical treatment (snare) of the stent appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.